Event description:
Pt receiving analgesia from pump. On morning of 6/30/95, cassette case to the morphine sulfate was found disconnected. The cassette was hanging from hinged side only. Pt has received add'l morphine sulfate, moved to ICU & received narcan.